Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, confirming the complainant¿s experience. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: robot lobectomy. Event description: the rep was not present during the case. During the case, parts of the seal became dislodged and fell into the patient. The surgical team initially found a black piece of the seal inside the patient. When the surgical staff went to retrieve the piece from the patient they also found a clear piece from the trocar seal that was within the patient. Both pieces were successfully retrieved from the patient. The black piece appeared to have been a piece of a seal component and not an entire component. It is unknown if the clear piece was the entire shield or just a fragment. This procedure used a da vinci robot but it is unknown what other instruments were used in the case or what actions were being performed when the pieces of the seal fell into the patient. No patient injury. No product return. Product was disposed of by the facility. Additional information received via email on (B)(6) 2021 from applied medical account manager: "I talked to the scrub nurse. She said the case was a lobectomy and the doctor had only put surgical patty¿s through the trocar and had done 10 or so exchanges through it when they noticed the black seal in the patient cavity. They removed the black piece, placed another trocar. Completed the case and when they were doing a final look through that is when they noticed the clear piece near the diaphragm." Type of intervention: seal material were retrieved from the patient. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robot lobectomy. Event description: the rep was not present during the case. During the case, parts of the seal became dislodged and fell into the patient. The surgical team initially found a black piece of the seal inside the patient. When the surgical staff went to retrieve the piece from the patient they also found a clear piece from the trocar seal that was within the patient. Both pieces were successfully retrieved from the patient. The black piece appeared to have been a piece of a seal component and not an entire component. It is unknown if the clear piece was the entire shield or just a fragment. This procedure used a da vinci robot but it is unknown what other instruments were used in the case or what actions were being performed when the pieces of the seal fell into the patient. No patient injury. No product return. Product was disposed of by the facility. Additional information received via email on 07oct2021 from applied medical account manager: "I talked to the scrub nurse. She said the case was a lobectomy and the doctor had only put surgical patty¿s through the trocar and had done 10 or so exchanges through it when they noticed the black seal in the patient cavity. They removed the black piece, placed another trocar. Completed the case and when they were doing a final look through that is when they noticed the clear piece near the diaphragm." Type of intervention: seal material were retrieved from the patient. Patient status: no patient injury.